Manufacturer narrative:
The reported field event of charge time out was confirmed. The device was at elective replacement indicator (eri) upon receipt. A longevity analysis revealed the battery depletion to be normal. Functional testing was performed, and the device was revealed to be normal. A review of the device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The capacitors met the charge time and delivered energy requirements upon receipt and after being exposed to a 6-month accelerated condition. The root cause of the failure could not be conclusively determined.

Event description:
It was reported that an extended charge time resulting in a charge time out was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.